Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1(event site email).

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. Upon inspection the fse found that iab fill port connector was loose. The fse tightened the connector and the device passed all functional and safety checks before being returned to proper use.

Event description:
It was reported that prior to use the cs300 intra aortic balloon pump (iabp) reported an autofill failure alarm upon start up. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use that a cs300 intra-aortic balloon pump (iabp) had balloon inflation malfunction. There was no patient involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Additinal contact details: (B)(6).